Manufacturer narrative:
Both the delivery system and stent were returned for analysis. An examination of the stent found that it had not fully expanded on one end- some of the stent loops had gotten caught with the retention suture; however, with minimal effort, the stent loops were released from the suture and the stent expanded properly. An examination of the stent found that the retention suture was properly threaded through the stent loops. The stent was measured and it was within all dimensional specifications. The condition of the returned device was consistent with the complaint event. The most probable root cause is being deemed as operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Manufacturer narrative:
(B)(4), non-surgical medical intervention required. (B)(4) relates to (B)(4) for stent failed to expand. (B)(4) relates to (B)(4) for stent difficult to remove. (B)(4) relates to (B)(4) for stent positioning issue. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stenting procedure within the trachea on (B)(6), 2011. According to the complainant, after the stent had been deployed, the distal end did not fully expand. Because of this issue, when the physician attempted to remove the delivery system, it got caught on the stent and caused the stent to slide of out of position. The physician added that the distal end of the stent was not being compressed by part of the target stenosis. After successfully removing the stent from the patient, the physician confirmed that the distal end was not properly expanded. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stenting procedure within the trachea on (B)(6) 2011. According to the complainant, after the stent had been deployed, the distal end did not fully expand. Because of this issue, when the physician attempted to remove the delivery system, it got caught on the stent and caused the stent to slide of out of position. The physician added that the distal end of the stent was not being compressed by part of the target stenosis. After successfully removing the stent from the patient, the physician confirmed that the distal end was not properly expanded. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.